Event description:
Wife reports pt received shocks and was taken to the hospital via ambulance. Says approximately 80 shocks delivered over the next 9 hours. The system was replaced. Additional information received on the event reports lead impedance had increased to 1500 ohms. Lead was replaced. No further pt complications were reported as a result of this event. Additional information was receiving indicating an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.